Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a lead warning due to high impedance and a possible lead fracture. It was also reported that there was no pacing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo and the outer insulation of the lead was observed to have blood ingression. Performance data collected from the device was received and analyzed and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Outer insulation breached in-vivo/ clavicle rib crush. Distal conductor fractured in-vivo/ flexed.